Manufacturer narrative:
Investigation summary: bd received one sample for investigation, along with three photos. Evaluation of the sample and photos showed the presence of a defective stopper and foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: hole in product/component and foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k , foreign matter and molding defect was found in the stopper of one tube. No adverse impact was reported regarding the patient or user.